Manufacturer narrative:
Physio-control evaluated the device and verified the reported condition. Repair of the device was recommended; however, the customer declined repair of the device. The device will not be returned to physio-control for further evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported by the customer that the device was displaying a service icon and had some error codes in memory that indicate a potentially critical failure. There were no reports of patient use associated with this event.